Manufacturer narrative:
H3: product analysis :evaluation determined that customer allegation of attachment stuck and detached bearings is confirmed. The likely cause of failure could not be determined. It was also determined that color band is discolored, laser markings are faded and leg is worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, there was a reported allegation of fallen bearings and attachment got stuck. There was no patient involved.